Event description:
Reported 5 false positive sars, flu a, and flu b results, patients were symptomatic and asymptomatic. The customer communicated the results were confirmed negative by molecular (pcr testing). It is unknown whether sars or flu results were confirmed.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.